Event description:
It was reported that the patient experienced a low blood glucose event while using a dexcom g7 cgm with the ilet system and treated the episode with oral glucose tablets after suspecting a missed meal; cgm inaccuracy was referenced in a prior case, and device-related details beyond this were not established. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.